Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2025 due to hypoglycemia. At the time of hospitalization, blood glucose level was below 50mg/dl. The patient passed out at the time of the event. The left shoulder of the patient was broken, so the patient was advised to take insulin shots. No further information available.